Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported that on an unknown date, an unknown kirschner wire was broken and was stuck along with the double drill guide. It is unknown if when was the issue discovered. It is unknown if there was patient or procedure involvement. Investigation flow: broken. Visual and functional inspection: visual inspection performed at customer quality observed that the threaded k-wire was returned lodged in the returned drill guide. While the part identification of the k-wire was not able to be identified due to the stuck condition, per visual inspection the k-wire was also observed to be broken at its proximal end. No further issues were identified that would impact the function of the device. With k-wires being available in different types with a different range of lengths, and with the given received-stuck condition of the device, further review was performed as below to confirm the approximate extent of broken condition. Although the portions available for measurement on the returned k-wire is slightly worn with damage, per the approximate diameter of the k-wire during inspection, and per the external parts list-wire implants part list document that encloses all available k-wire implants, it is noted that k-wires with 1.25 diameter are available in lengths ranging from 80 mm to 400mm, thus confirming the broken condition about is distal threaded portion proximal to tip . However exact part details could not be obtained due to the received stuck condition. The received condition and the complaint condition agrees with the complaint description. Due to unknown part and lot number conditions, the design drawing review and the DHR review was not able to be performed. Per visual inspection of the breakage pattern there is no indication that device material could have contributed to complaint condition. Furthermore, the k-wire was noted to be used in drill sleeve cannulation of 1.1 mm dia which accepts the device of a maximum diameter of 1.17 mm. Therefore, unintended improper use of device eventually could have likely caused observed stuck condition followed by the device breakage. Conclusion: the complaint is confirmed. However, during the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
01/03/2019: updated event description: it was reported that on an unknown date, an unknown kirschner wire was broken and stuck, along with the double drill guide, it's unknown when the issue occurred. Additionally, it is unknown if there was any patient or procedure involvement. This complaint involves two (2) devices.

Manufacturer narrative:
This report is for an unknown kirschner wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an unknown kirschner wire was stuck in the double drill guide. It is unknown when the issue was discovered. It is unknown if there was patient or procedure involvement. This report is for an unknown kirschner wire. This is report 2 of 2 for (B)(4).